Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25jun19. Root cause: c28 failure caused localized heat damage to mc pcba and casing of c14. No failures noted on pm pcba. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03april2019. (B)(4). No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported that the unit would not power on. There was no patient involvement. Event date not specified; estimate used.

Manufacturer narrative:
Date rec'd by MFR: 05apr2019. The manufacturer¿s international service technician confirmed the reported inoperative issue. The service technician replaced the power management (pm) printed circuit board assembly (pcba) and the motor controller (mc) pcba to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.